Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed since review of the available information and CT imaging confirms the likely need for a revision surgery. Medical affairs was consulted on the details of this case. According to their review of the information and CT imaging, "there is a relevant migration of the tibial component visible, that has dislocated anteriorly and elevated. A fracture line is visible supporting the surgeons assessment, that there is a periprosthetic tibial fracture responsible for the dislocation." Based on investigation, the root cause was attributed to a patient factors related issue. The implant migration was caused by the periprosthetic fracture. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.